Manufacturer narrative:
The ge service rep replaced the hv cable assembly. The system functions as intended.

Event description:
The customer reported that the outer jacket of the high voltage cable was split.